Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure on the left knee, the blade of the unit broke off in the pt. It was further reported that the surgeon made a mini lateral incision to retrieve the broken piece. The procedure was delayed 30 minutes. It was further reported that the expiration date on the unit is 2015-10.